Event description:
It was reported that the coil prematurely detached in the catheter. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.